Event description:
Manufacturer report number: 2017865-2023-48402; 2017865-2023-48403. It was reported, that the patient presented with shortness of breath. Vegetation was present on the leads. The system was successfully extracted. There were no complications. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Interrogation was normal. The device was above the elective replacement indicator (eri). A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.